Event description:
It was reported that the tecnis eyhance intraocular lens (iol) was damaged and did not deploy. The lens was not implanted. The customer stated that they lubricated the iol using balance salt solution (bss). No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown, not provided. Date of event is unknown. The best estimate would be in early (B)(6) 2022 when the customer reported the issue. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The intraocular lens (iol) was not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, a definitive response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 2/28/2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the handpiece was received with the lens stuck in the cartridge as well as having an overridden lens. The handpiece was disassembled and the assembly was inspected, presented with no assembly issues. The iol was removed and cleaned, presenting with lens damage and two detached haptics. The complaint issue "dc-lens damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.